Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and increased thresholds. It is believed to be due to a fracture or insulation issue on this lead. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.